Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold and high impedance measurements due to it suffering a fracture. A replacement procedure was scheduled but at this time has not been performed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture threshold and high pacing impedance measurements on this right ventricular (rv) lead. A lead fracture was suspected but was not confirmed on a chest x ray. A replacement procedure was scheduled but at this time has not been performed. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture threshold and high pacing impedance measurements on this right ventricular (rv) lead. A lead fracture was suspected but was not confirmed on a chest x ray. A replacement procedure was scheduled but at this time has not been performed. Additional information was received that this rv lead was capped and surgically abandoned, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture threshold and high pacing impedance measurements on this right ventricular (rv) lead. A lead fracture was suspected but was not confirmed on a chest x ray. A replacement procedure was scheduled but at this time has not been performed. Additional information was received that this rv lead was capped and surgically abandoned and the device was explanted and replaced due to twiddlers syndrome. No additional adverse patient effects were reported.